Manufacturer narrative:
During the previously reported revascularisation, the patient was treated with medtronic pta ballooning and stenting, and non medtronic pta ballooning and stenting.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). Conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Manufacturer narrative:
Patient medical history includes previous peripheral revascularization of left sfa and right and left iliac.

Event description:
The previously reported occlusion of the target area ((B)(6) 2014) was treated using pta to both limbs (left cia, sfa, ata, and right sfa) and stenting of the left limb.

Event description:
It is reported that an admiral xtreme pta balloon catheter, a non-medtronic pta balloon and two non-medtronic stents were used to treat a patient. After use of these devices a dissection occurred. Dissection event was resolved one day later.